Event description:
It was reported that during surgery the universal reciprocating saw was not reciprocating. No additional clinical information was receiving prior to this report.

Manufacturer narrative:
The device was returned to the MFR: however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.